Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a zero tip pulmonary basket was to be used in a left main bronchus procedure performed on (B)(6) 2024. During preparation, the zero tip pulmonary basket was unpacked and found damaged. A photo of the device was provided, and it was observed that the basket wire was broken. Another zero tip pulmonary basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a zero tip pulmonary basket was to be used in a left main bronchus procedure performed on (B)(6) 2024. During preparation, the zero tip pulmonary basket was unpacked and found damaged. A photo of the device was provided, and it was observed that the basket wire was broken. Another zero tip pulmonary basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h11: a zero tip pulmonary basket was received for analysis. Visual examination of the returned device and media analysis of a photo provided found the device had one wire from the basket detached. The reported event was confirmed. The event was reported to have occurred during unpacking; however, since the device was received already opened, it is not possible to determine if the failure was due to incorrect use of the product. In addition, the manufacturing process includes inspections steps performed by different operators at different stations to ensure that this type of defect would be detected. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.